Event description:
A customer reported via health authority that the surgeon found the vitrectomy probe inside the pack blocked during cataract (without intra ocular lens implantation) surgery. A new pack was immediately replaced, and it was able to be used normally after replacement. There was no information about any patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).